Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site and it was found that the fresh gas pressure transducer pcb was faulty. It was replaced and returned for investigation. Investigation of the returned fresh gas pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The system check out failed the insp.& exp. Valve test, pressure transducer test and leakage test. The insp. & exp. Valve test failed due to that the pressure was out of range during pressurization cycle. The pressure transducer test failed due to the measured zero pressure offset for the fresh gas pressure transducer had drifted and exceeded the allowed limit (±300mv from factory default). The leakage test failed due to the target pressure for the test was not reached. Further test of the returned pcb concluded that the pressure sensor on the fresh gas pressure transducer pcb was broken. Our conclusion is that the reported failure was caused by a faulty pressure sensor on the fresh gas pressure transducer pcb. The root cause of the pressure sensor failure has not been determined.